Manufacturer narrative:
The exact date of the incident is unknown. Based on kci records, the patient utilized inpatient v.a.c.® therapy multiple times since (B)(6) 2018. Therefore, (B)(6) 2018 was used. Other: device identifier was not provided. Based on the information provided, it cannot be determined that the alleged reopening of the fistula is related to the v.a.c.® therapy system. The patient had a fistula prior to initiating v.a.c.® therapy with an extensive abdominal surgical history. Thus, the patient was pre-disposed to both gastrointestinal and post-operative complications. A device evaluation could not be performed as the identifier was not provided. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. Device labeling, available in print and online, states: warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. The patient's wound: assess for exposed vessels, anastomotic sites, organs, and nerves. Adequate protection should be present (refer to protect vessels and organs in the warnings section).

Event description:
On 01-may-2021, the following information was reported to kci by the patient: the patient's fistula reopened allegedly due to the v.a.c.® therapy system. No additional information available. On 24-may-2021, the following information was reported to kci by the nurse: the exact date of the event was unknown. The nurse confirmed the patient has had a fistula for a long time. Per review of kci records: the patient has utilized v.a.c.® therapy multiple times while inpatient since (B)(6) 2018 for treatment of a chronic abdominal wound. The v.a.c.® therapy system identifier was not provided; therefore, a device evaluation could not be performed.